Event description:
It was reported that the surgery center had two cases of sterile endophthalmitis occur on patients who had (b)(46 2015. The intraocular lens (iol) remains implanted. No further information was provided. The second case is being reported in a separate MDR.

Manufacturer narrative:
Manufacturing records for the iol were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. Sterilization record was reviewed and found within compliance of process parameters. Environmental monitoring records were reviewed and no environmental action was found for the laminar flow hood. Device met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Explant date: if explanted, give date: na (not applicable) to date, the intraocular lens remains implanted. Reason for non evaluation: to date the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted. Placeholder.